Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient present for a scheduled device replacement due to normal eri. The lead had exhibited periodic high out of range impedance measurements. Fluoroscopy was normal. The lead was replaced with a low voltage lead and the device was downgraded to a pacemaker.